Event description:
It was reported that a box of hc325 was used and 2 of them did not work. It is unknown how the case was completed. There was no consequence to the pt. The or wanted the rest of them returned also. The caller was requested to have someone call to check the handpiece.